Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and complete troubleshooting, but no response was received.